Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device result was 3.1 and 3.1 inr. The corresponding reported lab result was 2.0 and 2.2 inr.